Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This event is being reported in receipt of maude report mw5072246.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2011 and mesh was implanted. The patient reported they are experiencing inability to exercise, nausea/vomiting, pain, scar tissue and adhesions. The patient underwent a procedure on (B)(6) 2016 and the mesh was removed. The patient reported that following mesh removal, they experienced a bacterial infection that had an unspecified effect on the skin of her vagina and left arm. Additionally, the patient experienced itching which resulted in a blood transfusion. The patient further experienced hematoma, abscess, bowel issues, muscle spasms, seroma, fistula, protrusion, bowel perforation, dental infections and inability to have intercourse. The patient stated the infections required draining. No additional information is available.